Event description:
Staff was in the pt room when the ventilator reportedly started to alarm for high pressure and the pt's heart rate decreased. The pt was hand ventilated and given atropine. The ventilator was changed and no further problems occurred with the pt.